Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure, the footswitch did not respond to commands. The surgery was completed by using an alternate equipment. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 29, 2012. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on february 6, 2012. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. The sample was connected to a calibrated console and the system was powered on. The footswitch was tested. The sample met specifications. The system and the footswitch were both found to meet specifications. Therefore, the root cause of the reported event cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).